Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the operating room for an unrelated surgery, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced. The patient's condition was good post procedure.